Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 21028367.

Event description:
It was reported that the patient underwent an explant procedure due to unknown reason. The explanted ipg and paddle lead were not returned. No further information has been obtained despite good faith efforts.